Manufacturer narrative:
On (B)(6) 2020, the product investigation was completed. Device investigation summary: during visual inspection of the device, no apparent damage was observed although, leak testing revealed there was a leakage from the valve. The analysis was unable to determine the root cause for the leaking valve since this piece in particular (left side) is considered as concomitant (contralateral) device, therefore no further analysis is required. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On february 20, 2020, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On february 25, 2020, mentor became aware that the left side breast implant was not deflated, but was intact upon removal from the patient. On march 3, 2020, mentor became aware that the patient had undergone bilateral replacement with the following devices: (left) 400cc mentor memorygel breast implant catalog: 3504001bc lot: 7472618 sn: (B)(6) and (right) 400cc mentor memorygel breast implant catalog: 3504001bc lot: 9398513 sn: (B)(6). Manufacturer¿s reference number: (B)(4). This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
On 1/21/2020, the product investigation was completed. A manufacturing record evaluation (mre) was performed for the complaint device. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent primary breast augmentation with two 300cc mentor smooth round moderate profile saline breast prostheses, suffered bilateral breast implant deflation post-operatively. As a result, the patient was scheduled for bilateral implant explantation in (B)(6) 2020. This medwatch form is for the left breast prosthesis.